Event description:
Boston scientific received information that this implantable lead displayed measurements of greater than 2000 ohms. The patient was seen for a surgical revision procedure where the lead also displayed out of range pace impedance measurements via the pacing system analyzer (psa). The lead was surgically abandoned and replaced. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.